Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
It was reported that the 6800 system had poor image quality with lines through the images during a case. The 6800 system was removed and the procedure as completed with another system. No pt injury was reported.